Event description:
On (B)(6) 2013, the reporter contacted lifescan (B)(4), alleging unknown issue. The reporter alleged "new meter not working, can't get it to say apply blood?" This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.